Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The pace/defib engine board was replaced as precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.